Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the patient was having a new battery put from a different manufacturer. They stated that the reason they had their battery removed was because it was malfunctioning and not working properly. No symptoms were reported. The event date was asked but was unknown, they just stated it occurred within the last year and a half. Their ins was removed on (B)(6) 2018. No further complications were reported/anticipated.